Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown liner lot# unknown; item# unknown unknown stem lot# unknown; item# unknown unknown cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02788 liner, 0001825034 - 2019 - 02790 stem, 0001825034 - 2019 - 02791 cup.

Event description:
It was reported that the patient was considering a hip revision for unknown reasons. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.